Manufacturer narrative:
Evaluation summary: evaluation by the research and development team was performed. During the visual examination of the valve as received, it was noted that a large piece of tissue was missing from each of the leaflets, presumably were removed during or post explant. The flail leaflet could not be confirmed because the valve was no longer intact as received. Leaflet fusion was observed at commissure 3 (c3). Tissue tear was noted on leaflet 3 (l3) near c1. Another tissue tear was noted on the remaining l1 near c2. The nature of the tissue tear could not be assessed due to the missing adjacent tissue. Severe pannus growth was evident on the outflow surface of l1. Minimal to mild pannus growth was observed on the inflow side of the valve. Moderate tissue calcification on the remaining leaflets was depicted by x-ray imaging. It is possible that the reported mitral regurgitation was attributable to the leaflet tear, tissue calcification, and host tissue growth. As one of the common chronic failure modes for bioprosthetic heart valves, tissue calcification is highly variable among the patients, suggesting that biological factors such as age, the immunological systems, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development of bioprosthetic valve calcification.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted due to moderate to severe mitral regurgitation and a flail leaflet, after an implant period of approximately eleven (11) years and two (2) months. The explanted valve was replaced with a 29mm bioprosthetic valve. Patient tolerated the procedure well and was in stable condition. There was no complication reported.

Manufacturer narrative:
Complaint device was returned to edwards lifesciences and evaluation is currently in progress. A supplemental MDR will be submitted upon completion of evaluation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: the returned complaint device was visually inspected and x-ray was performed for evaluation. The reported event of regurgitation was not able to be confirmed due to the condition of the returned valve. As received multiple areas had been cut and missing from cusp area of the leaflets: approximately 18mm x 5mm from leaflet 1, 13mm x 9mm from leaflet 2 and 15mm x 4mm from leaflet 3. Moderate calcification was observed in the remaining cusp area of leaflets 1 and 2, while minimal calcification was noticed in the remaining cusp area of leaflet 3. The free margin of leaflets 2 and 3 appeared thickened and swollen near the commissures. Leaflet 3 had a tear approximately 4mm along commissure 1, which was bent inwards. Moderate host tissue overgrowth was found to be encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification in the remaining leaflets and bent commissure 1. The wireform was found to be exposed at leaflet 1. Method: x-ray. Results: calcification, torn leaflet, damaged valve. Additional manufacturer narrative: further evaluation is currently in progress and a supplemental MDR will be submitted upon completion.